Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system. The dilator was returned out of the sheath. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed a bend in the sheath located 56.5 cm from the tip of the device. Inspection of the rest of the device found no other damaged or defect.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. During the procedure, the was kinked when the device was recaptured. No damage and no patient complications were noted.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was deployed. During the procedure, the was kinked when the closure device was recaptured. No patient complications were noted.

Event description:
It was reported that a kink occurred. A left atrial appendage (laa) closure procedure was being performed. A double curve watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The closure device was deployed. During the procedure, the was kinked when the closure device was recaptured. No patient complications were noted.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of a watchman access system. The dilator was returned out of the sheath. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed a bend in the sheath located 56.5 cm from the tip of the device. Inspection of the rest of the device found no other damaged or defect.